Event description:
It was reported that post implant the patient complained of shortness of breath and presented to the emergency room. It was thought that the patient experienced a pericardial effusion secondary to a right ventricular (rv) lead perforation. The symptoms spontaneously resolved and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5086mri-45 lead, implanted: (B)(6) 2014. (B)(4).